Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose level was (210 mg/dl) the customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy.